Event description:
It was reported that (1) hp052 was used during a hemiorrhoidectomy procedure. It was reported by the rep that the surgeon tried to used harmonic scalpel and emitted solid tone. The surgen re checked assemble cs15 snd still solid tone. Opened second tray and used another handpiece (luke) to completed case. The rep checked bad handpiece with tested tip and two different generator sitll did not work. There was no consequence to pt.